Event description:
During baxter's evaluation of a spectrum pump, it failed the air in line test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device failed the air in line test, which was reproduced. The door hook shims were removed from under the door hooks while in the field. This removal of the door hook shims caused the door spacing to become out of specification. The valves were not fully occluding the tube which allowed the induced test air bubble to pass the ultrasonic sensor without being detected. The pump was calibrated to address this condition.